Event description:
Customer reported, the insulin pump went into threshold suspend. Customer stated that when alarms occurred customer just turned it off and went back to sleep. Threshold suspend was set to 60 mg/dl. Customer stated, he did not recall his blood glucose level at the time but stated he did not feel like he was low. Customer was advised to insure to clear alarm because, it would suspend the device and customer may experience elevated blood glucose later. Customer stated, he has been waking up with blood glucose at 3 in the morning. Customer declined troubleshooting was at work. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.